Manufacturer narrative:
D6b: explanted date: date unknown. A review of the device history record of the product code/lot number combination was conducted with no findings. The sample was not available for evaluation. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been interference from tissue or improper deployment technique resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that after transcatheter aortic valve implementation (tavi), the angio-seal device was used to achieve hemostasis of the puncture site in the right inguinal region where the 8 french sheath was inserted. After positioning the assembly, the device was inserted into the insertion sheath and the collagen was deployed; however, hemostasis could not be achieved. Therefore, the vessel was surgically opened and approximately half of the collagen was found to be in the artery. It was also confirmed that the nearby tissue had originally adhered. The angio-seal was removed from the patient and hemostasis was achieved by surgical procedure. The procedure was successfully completed without leaving any components in the patient's body. There was no serious health damage to the patient. The patient was resting and had no complications. The physician commented that in this case, the implantation could not be performed properly due to the nearby tissue had originally adhered. However, the event was immediately noticed and treated by surgical procedure, therefore the procedure was completed without any health damage or complications to the patient. There was no problem. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 10 mm. A computerized tomography (CT) and ultrasound were performed to diagnose the bleed. The patient was stable. No equipment or other devices were used with the above product. Surgical intervention was performed to remove the components of the angio-seal device. Additional information was received on 18mar2025: the blood loss was approximately 500cc and blood transfusion was performed twice to treat the blood loss.